Event description:
It was reported that during meniscus repair operation implant could not be deployed. No patient injury. No back up available.

Manufacturer narrative:
The delivery needle is quite flattened. The reversed curved configuration is non-existent. This is consistent with difficulty in reaching the desired procedure site. The device closely resembles a flat needle product. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Despite the flattened needle, the device still cycled and actuated. T2 was deployed as expected. No root cause related to the manufacture of the device was established. No further investigation is warranted.